Event description:
During bivad implant, there was a sudden visualization of a large thrombus in the right atrium that went to the right rvad causing a stoppage in right ventricular flows. A centrimag ECMO circuit replaced the thoratec rvad.